Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced pocket pain. The physician replaced the device and relocated the pocket site. There have been no reports of further complications regarding this event.